Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on the distal conductor. (B)(4) no anomalies were found; full lead was returned for analysis. Blood was present in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the left ventricular lead dislodged and could not be placed in stable location. It was also reported that the right ventricular lead had positioning difficulty; it was repositioned several times and the stylet could not be advanced to the tip. Neither lead was implanted. No patient complications have been reported as a result of this event.